Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right ventricular (rv) lead and right atrial (ra) leads had pulled back and high thresholds were observed. The patient was noted to be non-compliant. The ra and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.